Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that patient's receiver displayed err 67 on (B)(6) 2016. No injury or medical intervention was reported. No additional patient or event information is available.